Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 243mg/dl. The customer stated that the insulin pump alarmed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced. No further information was provided.